Event description:
Coseal trial: a prospective, open, observational study to assess the performance of coseal as a barrier for adhesion prevention in pediatric cardiac surgery. Date of surgery:2005. Type of congenital heart defect: tetralogy of fallot. Type of surgical procedure: mod. B-t shunt. Type of surgical approach: median sternotomy. Cardio-pulmonary bypass: no. Total duration of procedure: 2 hrs 30 min. Coseal application. Site of application: great vessels, right atrium, left atrium, right ventricle, left ventricle, inferior. Quantity applied: 2ml. Ease of use: very easy. Post-operative visit in 2006: quality of cutaneous wound healing: normal. Complication: seroma causing cardiac tamponade and requiring double sternal reopening and drainage. Adverse events: 2005: seroma causing cardiac tamponade and requiring sternal reopening and drainage. Relation to study product is possible. Moderate intensity. Action taken was medication. End date was the following day. Resolved without sequelae. The following year: seroma causing cardiac tamponade and requiring sternal reopening and drainage. Not related to study product. Moderate intensity. Action taken was medication. End date was one month later. Resolved without sequelae.

Manufacturer narrative:
Baxter med director assessment: 2007: meddra terms: seroma, cardiac tamponade, redo sternotomy given the life-threatening complication, and the required resternotomy, and the possibility of swelling excessive volume of coseal compressing the myocardioum, we still need the detailed or report of the first surgery with a clear description of the volume of coseal applied, as well as the report of the redo procedure and a detailed description of the findings at redo surgery to better differentiate the diagnosis of a seroma as opposed to the swelling of coseal. Given the existing data, we cannot exclude the contribution of coseal to this event, and thus the recommendation is to report the case.